Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer stated that the battery area cracked as well as reservoir area and insulin pump had motor errors. Customer stated that the insulin pump had slower rewind and had to rewind more than once per prime, insulin pump had diminished battery life and insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.